Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. Physio replaced the energy storage capacitor and cathode ray tube (crt) mounted pcb assembly to observe proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed assemblies at the failure analysis center and determined the root cause of malfunction to be a leaky capacitor, c88, from the crt mounted pcb assembly. The capacitor leaked electrolyte across the pcb circuitry creating component interference and disabling the assembly from charging to higher energy levels. Further testing of the energy storage capacitor found no failures.

Event description:
It was reported that the device would not charge above 170 joules. There was no report of patient involvement associated with event.